Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they received erroneous results for two samples from the same patient tested for the elecsys troponin t hs assay (tnths) on a cobas 8000 e 801 module (e801). The erroneous results were reported outside of the laboratory. The first sample initially resulted as 783 pg/ml. The sample was repeated, resulting as 29.5 pg/ml. The sample was also repeated on a cobas 6000 e 601 module, resulting as 28.9 pg/ml. A second sample was collected from the patient and tested, resulting as 316 pg/ml. This sample was repeated, resulting as 25.7 pg/ml. No adverse events were alleged to have occurred with the patient. The tnths reagent lot number and expiration date were asked for, but not provided. The customer performed precision studies and these were good.

Manufacturer narrative:
The second sample was repeated on the e601 analyzer on (B)(6) 2018, resulting with a tnths value of 25.3 pg/ml. The tnths reagent lot number was 305652. The alarm trace, calibration, and controls did not show any indication of an issue.

Manufacturer narrative:
The alarm trace showed some sample pipetting related alarms for other samples and modules on the same instrument line. Based on calibration and control data, an issue with the reagent could be excluded. The investigation was unable to find a definitive root cause.